Manufacturer narrative:
Investigation details: visual the silicone outer coating and latex balloon material are torn on the short port body; the complaint is confirmed. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode. Probable cause is user technique or manufacturing; unable to determine exact cause.

Event description:
The hospital reported that during a procedure, the device had a plastic sleeve tear. A replacement device was used to complete the procedure. No patient complications were reported by the hospital. No additional information was available regarding the failure mode. In 2005, the device was received, and it was noticed that the outer silicone coating and balloon material was torn. This is a reportable malfunction.